Event description:
The pt was able to get 8 recharge efficiency bars very easily. Abruptly, the pt was unable to locate the implantable neurostimulator with the recharger. The battery was not flipped. There was concern that the lead adaptor had slid in front of the implantable neurostimulator. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).